Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off about 16 mm from the distal end. There was no scratch around the broken point. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was no abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation results and the similar cases in the past, the probe might be broken off since excessive stress subjected to the probe due to holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue during activation. The instruction manual of the device has already warned as follows; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During an unspecified procedure, the probe of the subject device was broken off while the user cleaned the subject device. No patient injury was reported.